Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer stated that they have been receiving the alarm even though they changed the battery. Customer had an off no power alarm and a low reservoir alert in their alarm history. Customer stated that about 45 minutes ago, they were able to put in a new battery. Customer stated that a temp basal was not programmed before the alarm occurred. Customer also stated that the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.